Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was already sedated and on the table. Prior to the procedure, the physician was positioning the transducer in preparation for a heart exam when the transducer displayed a us acquisition hw_31 error message. The physician rebooted the system to restore functionality but used another transducer to continue and complete the intended exam. There was a delay of 15-20 minutes while the replacement transducer was obtained. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned for evaluation. Engineering investigated the issue and found that the system error 31 was reproduced when gastro tube was bent. Confirmed cracks at thermistor traces on destructive analysis for error 31. The possible root cause was determined as gastro flex thermistor trace crack and open because of insufficient cable ass'y and/or gastro flex reliability which is related to design. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.